Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. A thrombus was attached. During the procedure of atrial fibrillation, 1 hour and 30 minutes had passed since the start of the case. When the catheter was checked after both pvi were completed, a thrombus was attached. After that, the attached thrombus was then swabbed and the procedure continued using the same catheter. After that, the procedure was safely completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted visual inspection, generator and irrigation testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool smarttouch sf. Generator and irrigation testing were performed, in accordance with bwi procedures. The returned sample was connected to the generator and temperature/impedance values were observed within specifications. Then, the product was evaluated from irrigation and no bubbles or alarms were observed during the test. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. The event described could not be confirmed as the as the product performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. A thrombus was attached. During the procedure of atrial fibrillation, 1 hour and 30 minutes had passed since the start of the case. When the catheter was checked after both pvi were completed, a thrombus was attached. After that, the attached thrombus was then swabbed and the procedure continued using the same catheter. After that, the procedure was safely completed. Thrombus/clot is MDR-reportable.